Manufacturer narrative:
(B)(4). Batch #p57n7z. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage with an ecr45b cartridge loaded in the device. The reload was received partially fired 1/16. Upon evaluation of the reload, the cartridge body, one-piece sled and one driver were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge may not have been fired over a hard object. As additional testing, the device was tested for functionality in the in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during the video-assisted thoracoscopic lobectomy, the device locked out when firing. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.